Manufacturer narrative:
A medtronic representative (rep) went to the site to test and service the equipment. The rep could not duplicate the door close issue. The rep tried multiple times, but the door closed correctly each time. There were no issues found. The system passed the system checkout and was found to be fully operational. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system¿s gantry would not fully close. The pendant showed the door open after multiple attempts to close the gantry. The site rebooted the gantry with no change. The medtronic representative (rep) who was on site partially opened the system manually and was then able to successfully close the doors. The system was able to take spins without issue. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.